Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on (B)(6) 2022 wherein the second lead was explanted due to the lead eroding through the skin. The system was replaced. The ipg was electively replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18476. It was reported one of the patient¿s leads eroded through the skin. Surgical intervention took place wherein the lead was explanted. It is unknown which lead was explanted, as such both leads are being reported.